Event description:
It was reported that the customer was hospitalized twice due to high blood glucose levels. On (B)(6) 2013 he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer could not regulate his blood glucose with the insulin pump or manual injections. The customer found out that he also had a heart attack. On (B)(6) 2013 he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 880 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.